Event description:
It was reported the implantable neurostimulator was replaced because it was not holding a charge. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3998, lot# v020188, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.